Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the patient dislocated. And a closed reduction was performed and failed. Revision surgery was performed and implants of the same size were implanted. No patient information is available.

Manufacturer narrative:
Results of investigation: it was reported that the patient dislocated the hip. A closed reduction was performed and failed. Therefore, a revision surgery had to be conducted. The device (75018942/ polarcup xlpe insert 43/22 non-cem) intended for use in treatment was not returned for investigation nor was a batch number communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. A review of the complaint history revealed five complaints reported for a similar issue. However, it cannot be determined if the additional complaints are related to the one in scope due to missing information. The IFU (lit. No. 12.23 ed 05/16) lists dislocation as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, a thorough medical assessment could not be performed. Complaint reference: (B)(4).